Event description:
It was reported that during an ICD change-out, an insulation abrasion was found where the lead rubbed against the ICD can. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Partial lead returned and was cut at 23.3 cm from connector pin. The complaint for insulation was confirmed. Analysis found abrasion on the lead insulation at 21.6-22.2cm from connector pin due to friction to the ICD can. The re etfe coating was normal.